Manufacturer narrative:
The evaluation confirmed the breakage. The device was found to be in specification. Examination revealed teh presence of subsurface delamination, resulting from oxidation. This product was sterilized by gamma irradiation in air, the industry stated at the time. The evaluation concludes that oxidation was a contributing factor in this case.

Event description:
Complainant claims the polyethylene insert broke.